Event description:
It was reported that the patient presented for follow up with isometrically reproducible lead noise that led to pacing inhibition. Conductor fracture of the right ventricular lead was suspected. The lead was capped and replaced on 9 nov 2021. The patient was in stable condition.